Event description:
It was reported by the customer that the pyxis medstation es system station drawer had failed hardware. A customer reported that a failure occurred during the delayed issuance of medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer had failed hardware. A field service engineer identified and replaced the insep component to address the problem. The system functioned as intended after field service engineer troubleshooted the device.